Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The caller reported that the patient received a blood glucose result of 20 mmol/l on an unknown system. The patient was hospitalized due to high blood glucose. The type of treatment received at the hospital was not provided. The infusion device was requested to be returned for product evaluation.